Manufacturer narrative:
The reagent lot number is 838250. The expiration date was not provided. The customer noticed tips inside the tsh reagent pack. The customer alleged observing "reag. H" and "reagent short" alarms. The alarm trace showed a "premature lld (liquid level detection) hovering on assay rackpack" alarm. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative found tips inside the reagent pack. He adjusted the probe, which resolved the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys tsh v2 results for 5 patient samples on a cobas e 411 analyzer (rack system). Sample (B)(6): the initial result was <0.005 uiu/ml with a data flag, and the repeated result was 1.75 uiu/ml. Sample (B)(6): the initial result was <0.005 uiu/ml with a data flag, and the repeated result was 0.85 uiu/ml. Sample (B)(6): the initial result was <0.005 uiu/ml with a data flag, and the repeated result was 1.03 uiu/ml. Sample (B)(6): the initial result was <0.005 uiu/ml with a data flag, and the repeated result was 1.42 uiu/ml. Sample (B)(6): the initial result was <0.005 uiu/ml with a data flag, and the repeated result was 3.74 uiu/ml. The samples were repeated because the initial results were lower than expected. The repeated results were believed to be correct.